Event description:
Hip revision surgery due to infection done on (B)(6) 2017. According to the info reported, patient had a history of long standing infection. The previous surgery, done on (B)(6) 2017 has been also done due to infection. Event happened in australia.

Manufacturer narrative:
We are unsure if all the prosthesis components were explanted during the revision of (B)(6) 2017. According to the info provided, it seems that the only component which was surely removed was the ceramic femoral head. The sterilization charts of all the components implanted during the previous surgery have been checked. No sterilization anomalies have been found on a total of: 40 revision modular stem, manufactured with lot# 201613998; 86 fem. Head - m dia. 28mm, manufactured with lot# 201780248; 23 delta tt ac.cup dia.56 mm, manufactured with lot# 201612564: 42 mobile liner, manufactured with lot# 2016at0cu; 18 liner #l for mobile liner, manufactured with lot# 201606197; 16 revision lat. Neck, manufactured with lot# 201307592. All the components have been regularly sterilized before being placed on the market. No further info is available, therefore no further investigation is possible. According to the info reported, this patient had a history of long standing infection, so it's very likely that also this revision case was patient-related. No corrective actions planned for this case. Limacorporate will keep monitored the market. Pms data: a total of 4 revisions due to infection were reported involving a ceramic femoral head with model # 5010.42.2xx-5010.42.3xx, on a total of (B)(6) ceramic femoral heads with these model# implanted ww since 2004. This gives a specific revision rate of (B)(6).

Manufacturer narrative:
The sterilization charts of all the components implanted during the previous surgery have been checked. No sterilization anomalies have been found on a total of: 40 revision modular stem, manufactured with lot# 201613998; 86 fem. Head - m dia. 28 mm, manufactured with lot# 201780248; 23 delta tt ac.cup dia.56 mm, manufactured with lot# 201612564: 42 mobil liner, manufactured with lot# 2016at0cu; 18 liner #l for mobile liner, manufactured with lot# 201606197; 16 revision lat. Neck, manufactured with lot# 201307592. All the components have been regularly sterilized before being placed on the market. No other complaints received on all the lot# related to the components involved in this infection case. We will send a final report once the investigation will be concluded.

Event description:
Hip revision surgery due to infection done on (B)(6) 2017. According to the info reported, patient had recurrent cases of infection. The previous surgery, done on (B)(6) 2017 has also been done due to infection. Event happened in (B)(6).